Event description:
A customer reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and assisted the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.